Event description:
A (B)(6) male pt underwent a lower leg intervention with access in the right groin on an unk date. The physician used the cook cxi catheter and another manufacturer's wire. The physician heard a noise and exchanged the other manufacturer's wire for a glide wire. At this point, the hub fell off of the cxi catheter. When the physician pulled back on the cxi catheter, it then fell apart in pieces. The physician removed all of the pieces. No harm to the pt and no additional procedures or intervention were required due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), quality control, specifications and trends, along with a dimensional verification and visual inspection of the returned product was conducted during the investigation. The visual examination of the returned, used and damaged product determined the proximal hub was separated from the catheter with the strain relief still attached. The catheter was broken into two pieces. Twisting was also observed near the end of separation at the hub and at the end of separation near the distal catheter piece. During our examination, the strain relief was removed by force and part of the catheter remained within the hub. The distal piece measured 100.8 cm in length. The tip was noted to be damaged with nicks/splits. The catheter had twist marks 27.3cm through 28.9 cm when measured from the proximal end. The IFU warns the user that "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." The IFU also lists the intended use, catheter flow rate, warnings and precautions, and instructions. Design verification testing has been performed to ensure the catheter force at break meets the iso requirements. Based on the excessive twisting observed in the catheter, it is likely that the separation was due to the user applying excessive torsional forces greater than the devices intended design. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A (B)(6) year old male patient underwent a lower leg intervention with access in the right groin on an unknown date. The physician used the cook cxi catheter and another manufacturer's wire. The physician heard a noise and exchanged the other manufacturer's wire for a glide wire. At this point the hub fell off of the cxi catheter. When the physician pulled back on the cxi catheter, it then fell apart in pieces. The physician removed all of the pieces. On (B)(6) 2015 it was confirmed that the device fragments were in the patient but were successfully removed. No harm to the patient and no additional procedures or intervention were required due to this occurrence.